Event description:
It was reported by repair work order that there was a weld brake at side rail spindle resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4). Ordered waiting on arrival.